Event description:
It was reported that on literature review short-term effects of coblation assisted upper-airway procedure for obstructive sleep apnea-hypopnea syndrome, 2 patients had postoperative wound bleeding after a coblation assisted upper-airway procedure using a coblator ii surgery system with a reflex 55 coblation wand. The events were treated with hemostasis by suturing again the bleeding points. Patients outcome are not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: short-term effects of coblation assisted upper-airway procedure for obstructive sleep apnea-hypopnea syndrome.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found no similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.